Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for drain and fill complications. When she completed treatment she opened the cassette door and found a fluid leak. The set was discarded. During follow up the patient's pd nurse reported that her effluent has remained clear. She has not had any signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.